Event description:
It was reported the pt's catheter had dislodged. The pt replated MRI results showed the catheter could not be located in the spine. The hcp was awaiting the MRI report to confirm. This was reported to be the second catheter dislodgement. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.